Event description:
On (B)(6) 2011, customer reported erratic lipase results generated on the cx9 instrument for (B)(6) 2011. The results were not reported out of the laboratory and there was no impact to patient treatment based on the erroneous results. Per the customer's data, the controls and patient result values do not match with beckman coulter's (bec) reference range or the analytical range. Multiple attempts to request for clarification have been unsuccessful. On (B)(6) 2011, customer contact confirmed that the customer ran this as a udr (user defined reagent). The technician who originally reported this problem was not available to provide additional information. It is unknown which result is the correct result. Per customer advocate, the customer now reports that all is working 100%. The root cause is unknown. On-site service was not requested. A replacement reagent was sent to the customer.

Manufacturer narrative:
Device evaluated by manufacturer. On-site service was not requested. A replacement reagent was sent to the customer. Service not requested by customer.